Event description:
Patient reported that they were in for dental work with their dentist that highly recommended that they meet with an orthodontist regarding continuing with byte treatment. The patient reported they met with two different orthodontist who were both insistent with discontinuing the byte treatment. Requested letter of recommendation with no reply.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.